Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 21 mg/dl at the time of the incident. The customer was wearing the insulin pump during the incident. The customer stated that the pump was over delivering insulin. At one point the customer was at 11 m/dl and they had to go to the hospital. Troubleshooting was not completed. The customer lost weight and their settings needed adjusting. The customer was also having trouble with their pump's act button being unresponsive. The customer's meter was giving incorrect readings as well. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit passed the dat test with. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Intermittent button press noted during testing due to flattened dome switch on the up and down arrow button, escape, act and express bolus button. Lcd connector was inspected and no anomaly was noted. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.